Event description:
In 2008, the same catheter that was used on two days earlier, was reprocessed by the facility and it was used on a different patient. This injury reported was during a left atrial tachycardia procedure and after the earliest activation point in the right atrium. A transeptal puncture was performed and the left atrial was mapped and ablation at the earliest activation point terminated the tachycardia. Two to 3 hours after the procedure, the physician was informed that the patient had low blood pressure (75/80 mmhg) where an echocardiography was performed and a 14-mm pericardial effusion was discovered. Subxyphoidal pericardial puncture was performed where 600 ml or blood fluid was drained. There was no further active bleeding afterwards. The patient's health status was reported to be good.

Manufacturer narrative:
This catheter is labelled for single use only. However, it was reused by the facility and also reused on a different patient. The reprocessed navistar rmt thermocool catheter returned to biosense webster, the catheter was tested and found to function as expected. Further investigation is still being performed.